Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to provide only left ventricular (lv) pacing; however, right ventricular (rv) pacing was also noted. Technical services (ts) was consulted and upon review of the available data it was noted that per device programming rv pacing was enabled as back up. Subsequently, as there was no intrinsic rv beats the rv pacing was delivered. This was considered normal and proper device operation. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. Additional information was received indicating that this crt-d was explanted due to an infection. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.